Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient complained of dizziness at a routine follow-up. The device could not be interrogated, it was not pacing spontaneously, and there was no magnet response. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".